Manufacturer narrative:
Investigation results: evaluation the housing has damage to interior posts , hinges are cracked , battery cover and outer shell is damaged. The port on pcb is damaged internally on board. The battery needs replaced. Corrective action you will need to replace the pcb , housing , and battery. (B)(6) 1 ea. (B)(6) 1 ea. (B)(6) 1 ea. Failure mode: incorrect measurement root cause: damaged connector (wear or shock) : port on pcb is internally damaged root cause: damaged housing - damaged box (scratched or broken) --> interior posts + hinges + battery cover + outer shell damaged based on misuse root cause: defective battery - example: low battery life, internal resistance too high conclusion code: abnormal use. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the serial/lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a promark apex locator gave incorrect measurements. No injury occurred.